Event description:
It was reported that pump insulin gauge displayed an amount different than expected and showed a fill estimate of 0 units while caller was experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Cts assisted caller in completing load process and resuming insulin, and no further assistance was required.